Event description:
It was reported that the user experienced recurrent ¿38 ¿ insulin, consecutive stalled motor¿ restarts on the ilet pump; a dry run was attempted per guidance but was unsuccessful, and the device was subsequently shut down with a replacement arranged. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery necessitating device replacement. Investigation included remote troubleshooting and user-guided checks. Investigation of this case revealed a pump motor stall alarm consistent with an internal pump mechanism malfunction preventing insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction of the pump drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.